Event description:
On (B)(6) 2024, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that haptic damage was observed during implantation necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that haptic damage was observed during implantation. The lens was removed from the eye and exchanged within the original surgery session. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 044239718 showed that all manufacturing and quality checks were conducted with successful results. There is insufficient evidence and information available to determine the cause of haptic damage.